Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that the patient returned approximately six years post the index procedure complaining of hip pain. A CT was performed which showed the aneurysm was now 80mm and a type ia endoleak is suspected. It was also reported that the patient was apparently symptomatic with right hip pain at the time of the index procedure. Intervention was performed and the endoleak was fixed with the implantation of a cuff and 4 endoanchors, a review of the original films showed that the original placement was 1 cm lower than the renals as per the physician the cause of the event is anatomy and noted the aortic neck diameter increased in size to create a leak. No additional clinical sequalae were provided and the patient is fine.